Manufacturer narrative:
Age at time of event: older than 18 years.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use for a percutaneous coronary intervention procedure. The target lesion was located was moderately tortuous and severely calcified. During the procedure, it was noted that the burr and the rotawire became jammed with each other several times and could no longer be used. Both devices were removed at the same time. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Lot number corrected from 22871784 to 0022871787. Device evaluated by MFR.: the advancer unit and burr were received together. The returned rotawire from the related complaint was received inside the device. The rotawire was removed with little restriction due to the rotawire kinks. The advancer, coil, sheath, handshake connection, burr and annulus were microscopically and visually examined and noted that the coil was stretched. After the removal of the returned rotawire; functional testing was performed using a test wire which was inserted through the burr tip and advanced through the entire length of the devie with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use for a percutaneous coronary intervention procedure. The target lesion was located was moderately tortuous and severely calcified. During the procedure, it was noted that the burr and the rotawire became jammed with each other several times and could no longer be used. Both devices were removed at the same time. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.